Event description:
Boston scientific received information that the shock impedance measurement was greater than 125 ohms on the right ventricular (rv) lead at the implant procedure. The connection was verified several times. A shock was delivered and the impedance measurement was 58 ohms. As a result, the lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.